Event description:
It was reported that an individual using the ilet experienced hyperglycemia with a blood glucose of 240 mg/dl after performing a supply change for site irritation, while using a 23-inch infusion set, with no occlusion or dosing-stopped alarms reported and with a breakfast dose previously announced. Symptoms included elevated blood glucose. Outcomes included routine troubleshooting and education, with guidance to allow the pump to deliver correction doses and a plan for follow-up. Investigation included a review of device performance based on user report and confirmation of the absence of alarms. Investigation of this case revealed no confirmed device malfunction or component failure and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.